Manufacturer narrative:
On january 08, 2024, mentor received the device for evaluation as well as additional information. The device identity was updated with the following information: lot: 9815468 expiration date: 10/18/2027 device manufacture date: 10/19/2022 the analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: insufficient information on february 01, 2024, mentor received additional information. Serial number was added as (B)(6). Mentor became aware that the device had been implanted in a patient and was explanted on (B)(6) 2023. The reason for explantation was not provided. As such, h1. Type of reportable event was updated to serious injury. Patient identifier was added. Date of implant was added as (B)(6) 2022. Date of explant was added as (B)(6) 2023. Follow-ups are being conducted to determine the reason for removal. If additional information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 23, 2024, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant appears white. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2024, mentor became aware that incorrect information was inadvertently submitted in the previous report. The device identity was updated. Manufacturer¿s reference number: (B)(4), in the previous report, d4. Lot should have been populated with 9788720. D4 serial should have been populated with (B)(6). D4 expiration date should have been populated with 8/26/2027. H4 device manufacture date should have been populated with 8/27/2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 325cc mentor memorygel xtra breast implant was found to be cloudy during an unspecified breast surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported. Lot numbers were provided for two devices, but the identity of the impacted device is unknown at the time of this report. Both devices have the same lot number. As such, the lot number field will be populated with both lot numbers. Both lot numbers share the same catalog. If additional information is received, a supplemental report will be submitted.